Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, it was reported by the distributor per customer that product was defective. They have a box of suture (special order) that is failing on every suture they open. The needle is popping off the line. There was no patient consequences reported. The device is available for return. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was received: can you clarify if more than 1 needle pulled off the suture? Yes. -if yes, please specify the number of sutures that the needle pulled off? 5. -when did the needle pull off? (When the package was opened, when removing from the package. During use on patient) when use on the patient. H3 investigation summary: the product was returned to ethicon for evaluation. One empty open box with twenty-six representative unopened samples were received for analysis. Product code z127h. Visual inspection of the samples, the swage, and the attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed using a instron and the pull force in three samples were below the minimum requirements, the rest of the samples meet the finished goods requirements. After the investigation of the samples, the barrel holes were examined under magnification for suture remnant, and none was observed. The suture ends were examined and there isn¿t sufficient impression at the swage end, resulting in a light swage. Based on the information currently available, the light swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.